Event description:
It was reported that the patient had to move sideways or twist to her left in order to feel stimulation. Even then, stimulation was felt in her belly which was the wrong location; stimulation was needed in her leg. The physician told the patient this was normal. It was noted that an x-ray showed the lead was fine, but the patient thought it might have moved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v121706, implanted: (B)(6) 2009. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that the patient still had concerns with their implantable neurostimulator (ins) but had not sought further help regarding the issue. If additional information is received, a follow-up report will be sent.